Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 47% in (B)(6) 2021 to 14 % currently. Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 47% in october 2021 to 14 % currently. Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that the device remains implanted and in service, with a replacement procedure scheduled for early may. Until then, the patient continues to be followed in the remote monitoring system. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 47% in october 2021 to 14 % currently. Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that the device remains implanted and in service, with a replacement procedure scheduled for early may. Until then, the patient continues to be followed in the remote monitoring system. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.